Event description:
Customer reported that the insulin pump returned a motor error alarm. The insulin pump's alarm history showed that additional motor error alarms had been returned. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device had cracked case at display window corners and cracked reservoir tube lip.